Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing medical procedure using a benchmark 6f 071 delivery catheter (benchmark). During the procedure, while attempting to load a benchmark into the patient, the physician experienced resistance and decided to remove it. The physician also experienced resistance while removing the benchmark and upon pulling harder to remove the benchmark, the physician noticed a kink on the benchmark. The procedure was completed using a new benchmark. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the benchmark was kinked approximately 68.0, 103.0, and 105.5 cm from the hub. The benchmark was ovalized approximately 43.0, 82.0, and 107.0-110.0 cm from the hub. Bends were seen along the length of the device. The benchmark was damaged, and, therefore, functional testing was unable to be performed. Conclusions: evaluation of the returned benchmark revealed distal kinks and ovalizations on the device. This damage was likely a result of mishandling during preparation or forceful advancement against resistance. Further evaluation revealed bends along the length of the device. Based on the return condition, the bends, some ovalizations, and some of kinks were likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.